Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. Autopsy was refused, and the device was not returned. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was implanted on (B)(6) 2016 and had progressed slowly since implant. Over the weekend the patient acutely decompensated which was thought to be caused by aspiration. The patient did have an elevated lactate dehydrogenase and plasma hemoglobin on (B)(6) 2016 along with hematuria, although the pump parameters were stable. Due to the older age of the patient, the family decided not to escalate care and the patient expired on (B)(6) 2016. The patient's family refused autopsy, and the device will not be returning for analysis.

Manufacturer narrative:
Elevations in pump power and estimated pump flow were captured in the submitted system controller log file; based on the manufacturer's complaint history and similarly reported events; elevated lactate dehydrogenase levels coupled with increases in pump power and estimated flow levels could be indicative of pump thrombosis; however, a specific cause for the changes in pump parameter and the patient's hematuria and elevated lactate dehydrogenase and plasma hemoglobin levels could not be conclusively determined without a full evaluation of the device. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.